Event description:
It was reported the printer was broken. The programmer was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): loose ECG (electrocardiogram) connector found on a printed circuit board assembly. Printer clicks when printing. Stylus is broken.